Manufacturer narrative:
The insulin pump was received with motor error alarm due to corroded motor home switch. The pump was unable to perform displacement test or no delivery test due to motor error alarm. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unable to get into the history to confirm motor position encoder error from the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.